Manufacturer narrative:
The reported event of inability to insert wire into the lead was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the physician was unable to insert a guide wire into the pacemaker lead that was intended for the right ventricle. After several failed attempts, the anomalous right ventricular lead was removed and exchanged for a new lead. The physician was able to insert the guide wire smoothly into the new lead and complete the procedure successfully. The patient was in good condition after the procedure.